Event description:
The customer reported that the ac power module failed.

Manufacturer narrative:
(B)(4): the customer reported that the ac power module failed. The ac inlet was pulled out. A philips field service engineer was at the customer site and verified the failure. Replacement of the module resolved the failure. The unit passed all post servicing testing. The unit remains at the customer site with the new module installed.